Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated :a4, b5, d10, d11, g4, h2, h10. D11-concomitant medical products: palamix uno kartuschenset ; ref: (B)(4); lot:220380 pulsavac a/c hip kit ;ref: (B)(4); lot:64450424 ethisorb markraumplombe ungef. Zv2500ref:zv2500 lot:pebbgzpo palacos r+g 60g ref: (B)(4); lot:92690028 bi-polar kopf 28x46mmref:165216 lot:6584149 taperloc cocr 7.5x135mm 12/14; item #: 650-0337; lot #: 6591736 sawblade synthes open 0.81x27; item #: km519.017; lot #: 316948 the investigation is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly.

Event description:
After the implantation of a dual head prosthesis in case of a femoral neck fracture there was a luxation. There was done a closed reduction. Thereby there was a luxation of the head out of the dual head shell (regarding this there is radiographic documentation). There was done a revision surgery on two days after the implant surgery. Thereby the outer pe-snap ring was closed. Therefore a luxation of the head out of the dual head shell has to be assumed. Further the pronounced mismatch of the cavity and the head impresses. Therefore the head can move several millimeters inside the inlay. Impact to the patient: another surgery with revision and exchange to a tripolar cemented acetabulum is necessary.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. The following section has been updated : b4, b5, g4, g7, h2, h3, h10. The surgical notes were received. Surgical notes review showed that no tendency to dislocation was identified during prosthesis implantation on initial surgery. The cobalt chrome head short neck diameter 28 and the bi-polar 28 cup 46mm compatibility was reviewed and confirmed. The user mentioned a pronounced mismatch of the cavity of the dual head shell and the head, and the fact that the head can move several millimeters inside the dual head shell inlay. As per discussion with valence orthopedics research and development director, the mismatch and the movement of the head inside the cavity is normal and specific to dual mobility cups. A complaint extract was done from november 2018 to october 2019 regarding dislocation and revision : 7 complaints have been recorded for cocr modulaire modular heads. According to available data, the exact root cause can¿t be determined. A summary of the investigation was sent to the complainant to relay investigation results. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After the implantation of a dual head prosthesis composed of a head and a dual head shell in case of a femoral neck fracture there was a luxation of this prosthesis from the acetabulum. There was done a closed reduction. Thereby there was a luxation of the head out of the dual head shell (regarding this there is radiographic documentation). There was done a revision surgery on (B)(6) 2019. Thereby the outer polyethylene-snap ring inside the dual head shell was closed. Therefore a luxation of the head out of the dual head shell has to be assumed. Further the pronounced mismatch of the cavity of the dual head shell and the head impresses. Therefore the head can move several millimeters inside the dual head shell inlay. Impact to the patient: another surgery with revision and exchange to a tripolar cemented acetabulum was necessary.

Manufacturer narrative:
(B)(4). Report source, foreign, event occurred in (B)(6). Concomitant medical product: bi-polar 28 cup 46mm ; ref: (B)(4); batch: 6584149. The device was not returned to the manufacturer. Therefore it could not be analyzed. The review of the device manufacturing quality record indicate that 22 products désignation cocr head short neck 28 -3.5mm 12/14, reference (B)(4), batch j6337707 were manufactured on 31/08/2018. The device manufacturing quality record indicates that the released product met all requirements to perform as intended. No non conformity or deviation was observed which could be linked to the event described in the complaint. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
After the implantation of a dual head prosthesis in case of a femoral neck fracture there was a luxation. There was done a closed reduction. Thereby there was a luxation of the head out of the dual head shell (regarding this there is radiographic documentation). There was done a revision surgery on (B)(6) 2019. Thereby the outer pe-snap ring was closed. Therefore a luxation of the head out of the dual head shell has to be assumed. Further the pronounced mismatch of the cavity and the head impresses. Therefore the head can move several millimeters inside the inlay. Impact to the patient: another surgery with revision and exchange to a tripolar cemented acetabulum is necessary.